Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 1015 mg/dl and was hospitalized to correct the blood glucose value. The customer was using insulin pump system within 48 hours of reported event. The current blood glucose level of customer was 359 mg/dl. The product will be returned for analysis.